Manufacturer narrative:
The reported event of failure to capture was not confirmed. The lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. No other anomalies were found.

Event description:
It was reported that there was an event where the right ventricular (rv) lead had high capture thresholds during procedure. The right ventricular (rv) lead was replaced and the surgery concluded successfully. The patient was stable.